Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: the pump battery compartment was observed to be cracked from the finger pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).